Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, the lead was capped and replaced due to high impedance out of range and suspected insulation failure. The patient did not experience any adverse events prior, during or post procedure.